Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an e105 error code occurred on the video system center. There were no reports of patient harm.

Event description:
It was reported that the issue occurred before the diagnostic procedure. The intended procedure was completed with a similar device, there were no reported complications, and it was confirmed that no pieces of equipment fell into the patient.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the issue occurred due to failure of the led block unit; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.